Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a chemolock¿ 13mm closed vial spike in which the customer reported that as the nurse was mixing a bacille calmette-guerin (bcg) dose with verity brand which requires reconstitution of 2 vials into one syringe. Diluent was added to both vials to begin with so it could dissolve the powdered drug. Then the nurse removed the drug from one vial, then the other. When attempting to inject the air from the syringe back into the 2nd vial, the air kept pushing back into the syringe. So the nurse was unable to remove the air from the syringe. There were no defects noted on the tubing set before it was used. The drug was delivered to the patient. It was intended for bladder instillation. There was patient involvement but no harm was reported as a consequence of this event.